Event description:
It was reported to gems that the collimator fell off of the x-ray tube. The retaining ring came loose. There were no set screws in the collimator. The set screws were installed and the system was returned to service. There were no reported injuries.